Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that threshold had increased and sensing decreased. The lead was replaced. The patient was feeling well before and after the operation.